Event description:
The customer reported to philips healthcare that after booting up the heartstart mrx the device could not get past the service menu. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.